Event description:
It was reported that a female patient underwent a revision surgery on (B)(6) 2014, due to a broken locking compression plate distal plate. On (B)(6) 2013, the patient underwent a radial osteotomy. It was reported that the patient may have subsequently had a seizure and fell, causing the plate to break. On (B)(6) 2014, the patient went to the hospital due to her wrist which was described as floppy. X-rays showed that the plate was broken right at the osteotomy site, between the second and third hole of the shaft. On (B)(6) 2014, all of the hardware was removed and new hardware was implanted. It was reported that the broken device was removed easily and that the surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt identifier: (B)(6). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.